Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge prior to filling it. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer that air should be removed prior to cartridge filling. The customer declined to load a new cartridge and continued using the existing cartridge with the pump for insulin therapy.